Event description:
It was reported that bd phoenix¿ ast broth contaminated tubes occurred. The following information was provided by the initial reporter: "when customer unbox ast broth box, they saw some tubes have loosed cap and broth into tube not enough volume and was contaminated."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phoenix¿ ast broth contaminated tubes occurred. The following information was provided by the initial reporter: "when customer unbox ast broth box, they saw some tubes have loosed cap and broth into tube not enough volume and was contaminated."

Manufacturer narrative:
H.6 investigation summary: this complaint is confirmed. This complaint is for low volume, loose cap and foreign matter in a tube of phoenix ast broth (246003) batch number 2124376. The customer did provide photos for investigation, however no product returns. The photos illustrated a tube of broth with a loose cap, low volume and cloudiness. Based off the photos, this complaint is confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints was performed and revealed one additional complaint on the complaint batch, related to this defect. Complaint trending was performed and no trends were identified associated with this defect. A bd ID/ast plant quality will continue to monitor for trends associated with this defect. Please continue to communicate additional concerns.